Manufacturer narrative:
Corrected information has been provided in d.2b.procode. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after an intraocular lens (iol) was implanted, the patient was seeing rings and was unable to drive . The lens was exchanged for a different lens within 1 month after initial implantation. Additional information was requested.